Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/10/2014 with the following findings:a review of the pump¿s black box history showed that unexplainable power reboots were recorded on 05/16/2014. There was no evidence of damage observed to the returned battery cap or battery compartment. The returned battery cap contact height and width measurements were found to be within the required specifications. The returned battery cap was able to be fully secured to the pump. During testing, the pump performed the rewind, load, and prime steps with no power losses occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power losses occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump had lost power. It was noted that the battery was changed and the pump was able to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.